Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x20mm promus element plus drug eluting stent was selected for use but could not cross the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable. It was further reported that the target lesion was 70% stenosed and was mildly tortuous and severely calcified.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x20mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.